Event description:
The physician reported that they attempted to place an impella cp via right femoral artery. No prior angiograms were obtained. Upon insertion the pump would not advance through the femoral artery. Impella support was aborted. The patient was found to have severely calcified bilateral femoral arteries. No patient harm was noted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
After further review of the complaint, coding was inadvertently omitted, misrepresented based on initial reported detail of the event. Complaint coding was corrected and complaint report type was updated to serious injury from malfunction as initially reported. A clinical narrative was completed and captured to b5 event description. The following fields: b1 adverse event/product problem, b2 outcomes attributed, h1 type of reportable event and h6 health effect-clinical/impact and medical device problem coding were updated, corrected accordingly. Note: the investigation results remain unchanged as previously reported. D4. Unique device identifier field was also updated, corrected accordingly.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 41-year-old male patient. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, the physician attempted to place an impella in the right femoral artery. No prior angiograms were obtained. Upon insertion, the pump would not advance through the femoral artery. Impella support aborted. The patient was found to have severely calcified bilateral femoral arteries. The impella is being reported due to the aborted support; however, the device removal was performed with no clinical consequence to the patient.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the delivery issue was determined to be patient condition per calcification.